Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose, insulin pump alarmed compromised force sensor system and insulin was squirting out during manual prime process. The customer¿s blood glucose level was 489 mg/dl at the time of the incident. Customer declined for high blood glucose troubleshooting. Customer stated insulin continues to drip after motor stops during the manual prime process. The customer was unable to exit from preparing to prime loop. Customer was advised that the insulin pump needed to be replaced and revert to the backup plan. The insulin pump will be returned for analysis.